Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Vessel occlusion is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that imaging mra during 1 year follow up showed parent artery stenosis of 75-100%.